Event description:
Information was reported that customer device checked prior to use and tubes noted to have worked fine. However, once intubation was performed, the cuff leaked. No patient injury reported.

Manufacturer narrative:
Other, other text: h2: additional contact: (B)(6) - senior nurse. Contact number - (B)(6). (B)(6).